Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the high impedances was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient had out of range impedances. No patient symptoms or further complications were reported as a result of this event. Impedances information from 12 july 2018: c11 2387, c0 2090. C3 2034. Impedance information from 10 december 2018: c8 2693,c11 2674, 8 11 5131, c0 2213, c3 2498, 03 4343.